Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed and the shaft seal was out of position. It was noted that all conductors were stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the helix was blocked by the guidetooth. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor occurred on (B)(6) 2011 09:18:56. One ventricular fibrillation episode of 200 ms average v-cycle occurred on (B)(6) 2011 09:25:21. Three lfp high rate nonsustained episodes of <= 215 ms average v-cycle occurred on (B)(6) 2011 in the timeframe between 09:17:47 and 09:19:00. Ventricular short interval count v-sic=219 counts, in 0.03 day, occurred on (B)(6) 2011 in the timeframe between 09:15:17 and 09:52:54. One patient alert for lead noise occurred on (B)(6) 2011 09:22:02.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor occurred on (B)(6) 2011 09:18:56. One ventricular fibrillation episode of 200 ms average v-cycle occurred on (B)(6) 2011 09:25:21. Three lfp high rate nonsustained episodes of <= 215 ms average v-cycle occurred on (B)(6) 2011 in the timeframe between 09:17:47 and 09:19:00. Ventricular short interval count v-sic=219 counts, in 0.03 day, occurred on (B)(6) 2011 in the timeframe between 09:15:17 and 09:52:54. One patient alert for lead noise occurred on (B)(6) 2011 09:22:02.

Event description:
It was reported that there was oversensing shortly after implant. Dislodgment of the right ventricular lead or a connection issue were suspected. The lead was removed and replaced and the device remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.